Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, user informed the technical support engineer (tse)that the erbe unit shut off and would not power on again. The user verified the ac power and reseated the power cord, but the unit still would not power on. No errors were found in the logs, and it was suggested that the power supply might have failed. The user called back to verify if there were any additional troubleshooting options available. The tse inquired about the presence of a force triad generator and activation cable, which the user believed they had. The customer was advised to locate the activation cable and call back if further assistance was needed. Procedure outcome is unknown at the time of the report. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that they replaced the erbe generator with a covidien generator and continued and completed the procedure as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and reported issue was not confirmable using logs; m-b1 error logged on (B)(6) 2025 at 9:07 am (artemis time). Inspection during fa process was able to replicate the reported event; attempted system test, unit would not power on. Fuses inspected and swapped with known good fuses, woon condition remains. Original fuses put back into unit. Erbe logs inaccessible due to woon condition. As a result of these findings, the root cause of the reported event could not be determined because the unit is an OEM product and cannot opened on site for further analysis. Erbe will be sent to OEM for further investigation. The probable root cause is attributed to power source defect.

Event description:
Refer to h11 for follow-up information.